Event description:
Following transseptal access for a left atrial tachycardia ablation procedure the mouse and keyboard suddenly stopped working. Troubleshooting included changing both the mouse and keyboard, reconnecting the devices to the front usb ports, power cycling the computer and changing the left leg patch but the issue remained. The procedure was cancelled and rescheduled to a later date. There were no adverse consequences to the patient.

Manufacturer narrative:
The returned display workstation functioned as designed during functional testing. Investigation of the log files on the returned computer confirmed the reported issue of the usb (universal serial bus) devices that had stopped working. This behavior may not be seen at all times as the computer may need to be powered and running the application for a certain period of time before the anomaly occurs. On the event date, the keyboard and mouse were connected and disconnected multiple times. In addition, the event date logged instances of the keyboard not accepting a usb address. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an intermittent usb controller.